Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00157, 3013450937-2022-00158, 3013450937-2022-00159, 3013450937-2022-00160, 3013450937-2022-00161, 3013450937-2022-00163, 3013450937-2022-00164 and 3013450937-2022-00165.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on 19 april 2022 where the following eleos implants were revised: eleos tibial poly spacer 8mm, eleos resurfacing femur axial pin size: 4, and eleos tibial hinge component w/ rotational stop. After this revision surgery the following implants remain implanted: eleos stem extension canal filling size: 14mm x 140mm straight splined slotted, eleos tibial block augment size: 2 thickness: 5mm, eleos tibial baseplate size: 2, eleos stem extension cemented size: 12mm x 100mm straight fluted, eleos tibial block augment size: 2 thickness: 5mm, and eleos resurfacing femur size 4 left. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: eleos tibial poly spacer 8mm, eleos resurfacing femur axial pin size: 4, and eleos tibial hinge component w/ rotational stop. After this revision surgery the following implants remain implanted: eleos stem extension canal filling size: 14mm x 140mm straight splined slotted, eleos tibial block augment size: 2 thickness: 5mm, eleos tibial baseplate size: 2, eleos stem extension cemented size: 12mm x 100mm straight fluted, eleos tibial block augment size: 2 thickness: 5mm, and eleos resurfacing femur size 4 left. No additional information regarding this adverse event has been provided.